Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with an unspecified mentor gel breast implant. The patient¿s physician has identified liquid around the right breast implant. The patient was scheduled for an MRI on (B)(6) 2019. No additional information has been provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If additional information becomes available, a supplemental report will be submitted.